Event description:
A male underwent initial aaa repair in 2004. His anatomy was considered borderline acceptable for evar and physician conducted the procedure without difficulty. At a follow up, the aneurysm had continued to grow. Due to the growth, the physician was worried that it would eventually lose seal, so, an additional iliac leg was placed in 2009. The status of that patient is unk.

Manufacturer narrative:
The line of zenith devices have completed the appropriate design control activities showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specific to this case the IFU lists several warnings/precautions that, if followed, could reduce the probability of an aneurysm continuing to grow; anatomical requirements, planning and sizing guidelines, proper ballooning sites. It is unk at this time why the aneurysm continued to grow. Correspondence with the sales representative indicated there were no identifiable endoleaks. We have noted the appropriate individuals, and we will continue to monitor for similar complaints.